Manufacturer narrative:
It was reported that the device will be returned for analysis. Additional information has been requested. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. Review of the angiographic films from the procedure were inconclusive. The films consist of 5 individual movie files of angiographic cines that show a corevalve implant procedure dated (B)(6) 2014. The procedure is a transfemoral implantation of a 23 mm corevalve transcatheter bioprosthetic valve. The cine¿s show that the procedure was event free until the tabs would not release. At that time, the user rotated the delivery catheter system (dcs) 180 degrees in each direction and pulled the wire back to change the pressure on the tab attachment. After 5 minutes the tabs released. The angiographic records do not show any sign of left ventricular perforation and the guidewire position in all cines is considered to be the proper position for corevalve deployment. A root cause of the frame loops not disengaging could not be determined from the limited information available and no product return; however, potential factors include orientation of the dcs tab/frame loop in the patient¿s anatomy (patient/anatomy interface), challenging or tortuous anatomy and the angle of deployment in which the dcs tab is rotated in the frame loop. The corevalve IFU instructs the user to verify that both frame loops have completely released from the delivery system before attempting to withdraw the delivery catheter system (dcs). The IFU also provides techniques to release the delivery system in the event that a frame loop is still connected. It was reported that the physician applied the techniques stated in the IFU to disengage the frame loops. After five minutes of the specified manipulation, the frame loops disengaged.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve¿s frame loops would not initially disengage from the tabs of this delivery catheter system (dcs) during deployment. After the specified manipulation outlined in the instructions for use (IFU) was followed, the frame loops disengaged. An echocardiogram showed a posterior left ventricle effus ion. A thoracotomy was performed to manage the effusion. The patient subsequently expired due to blood loss caused by a left ventricle tear. The physician felt that due to the manipulation required to release the tabs, the dcs may have contributed to the death. The valve and dcs are to be returned to medtronic. An autopsy is anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.